Manufacturer narrative:
Qn#: (B)(4). Additional information received: to my knowledge, the patient is in good condition again. A memobag was used during surgery on (B)(6) 2019 this can be seen in the op report. Was a memobag also used in (B)(6) 2021? The surgery was performed externally, but openly, I cannot say for sure but I do not assume so. The part can no longer be found. Specifically what emergency surgery was performed in may? Emergency laparotomy with foreign body removal and small bowel segment resection for intestinal perforation due to foreign body.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A patient underwent a davinci assisted resection of a bladder diverticulum in our clinic on (B)(6) 2019. Then, in (B)(6) 2021, a foreign body - part of the closure mechanism of a salvage bag - was found during emergency surgery for colon injury. Based on the photographs available, this appears to correspond to the memobag product from your company that we use. The question is whether you have already been notified of incidents involving this product or a batch of this product and to what extent such an incident is possible on the production side.

Manufacturer narrative:
(B)(4). Customer complaint was reported. As the lot number of the defective product was not reported, the DHR review was not completed. The reported defect cannot be confirmed because the defective device or photographs were not returned for examination. The root cause of this complaint cannot be clearly determined because of unavailable defective device and lack of information about reported defect. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
A patient underwent a davinci assisted resection of a bladder diverticulum in our clinic on (B)(6) 2019. Then, in (B)(6) 2021, a foreign body - part of the closure mechanism of a salvage bag - was found during emergency surgery for colon injury. Based on the photographs available, this appears to correspond to the memobag product from your company that we use. The question is whether you have already been notified of incidents involving this product or a batch of this product and to what extent such an incident is possible on the production side.